Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they have been experiencing memory loss, brain fog, hair loss, and cirrhosis of the liver. Patient has a history of breast cancer. Healthcare professional reported left capsular contracture baker grade IV. Device remains implanted.